Event description:
It was reported that there were removal difficulties. The 90% stenosed target lesion was located in a anastomosis in a moderately tortuous and non-calcified central vein. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, after inflating for several times, the stenosis could not be removed and the balloon slipped and the shaft coiled up twice, making it difficult to remove the sheath. Eventually, the device was removed after pushing and pulling the guidewire. After the device was removed, it may have been kinked. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a shaft kink 17cm distal from the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was shaft damage starting at the proximal weld and extending 20mm proximally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there were removal difficulties. The 90% stenosed target lesion was located in a anastomosis in a moderately tortuous and non-calcified central vein. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, after inflating for several times, the stenosis could not be removed and the balloon slipped and the shaft coiled up twice, making it difficult to remove the sheath. Eventually, the device was removed after pushing and pulling the guidewire. After the device was removed, it may have been kinked. No patient complications were reported.